Event description:
It was reported that during the implant procedure for this lead, after been placed it was unable to be removed, with its helix stretching as a result, with it subsequently capped and surgically abandoned. No additional adverse patient effects were reported.